Manufacturer narrative:
Analysis of the ins found no significant anomaly. The ins battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was no possibility or recharge. There was only 2 black connection during 5 hour recharge. There was no environmental/external/patient factors that may have led or contributed to the issue. There was no possibility to connect better. A new recharger was tested with the same problem. Interventions include explanting and replacing the implantable neurostimulator (ins). The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that it was impossible to recharge the ins. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. No further complications were reported or anticipated.